Manufacturer narrative:
Additional information was received that the patient had a residual irritated area near the orbital lead location after the explant. The wound was cleaned out and the patient was placed on antibiotics. It was also reported that the physician supposedly left a piece of suture sleeve implanted after the explant and this was removed by another physician. The patient was reportedly doing well.

Event description:
A report was received that the patient had an infection at the ipg and lead sites. Symptoms included drainage and redness. The patient was prescribed antibiotics and underwent an explant procedure. It was not known if the infection was device or procedure related.

Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm; model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg and lead sites. Symptoms included drainage and redness. The patient was prescribed antibiotics and underwent an explant procedure. It was not known if the infection was device or procedure related.